Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter phone number: (B)(6).

Event description:
A reported incident involved a primary IV infusion set, during infusion of levophed for blood pressure stabilization, therapy was interrupted when the IV tubing broke off and remained lodged within a microclave connector following placement of a chicken foot attachment on a central line port. Following the interruption, the patient's blood pressure decreased from a baseline of approximately 110¿130/60¿70 mmhg to 46/29 mmhg. A 1 mg intravenous push of epinephrine was administered, after which the patient's blood pressure returned to baseline. The event occurred during infusion.